Event description:
It was reported the stapler has been fired several times with no problems. When using a new cartridge on tissue the surgeon discover that the jaws of the stapler does not close properly. He removes the stapler and can see that the stapler does not close correct even though there are nothing inside the jaws. The stapler is put aside and a new stapler is used on the tissue without any problems. There has been no consequence to the patient and surgery was completed without any complications.

Manufacturer narrative:
(B)(4). Batch #: 782a63. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.